Event description:
Complainant alleged while attempting to treat a 60-year-old male patient, the device inappropriately shut down. Complainant indicated that the clinician manually bagged to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported incident could not be duplicated. Device logs showed no explicit power-off events, though a single 11 minute gap in activity on the event date may correspond to the reported issue; no power related alarms were recorded, and all parameters were within specification. The battery passed testing and no faults were identified during stress testing. Internal inpection identified a loose screw causing a bracket shift and evidence of a burn mark on the pim board insulator, suggesting the screw may have intermittently shorted the pim board. The pim board replacement is recommended. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.